Event description:
Report received from the USA stating that the device "does not function". The device was not being used during surgery. There was no pt or user injury reported. It is unk if medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed, a supplemental report will be sent. (B)(4).